Event description:
It was reported the proximal end of the shaft separated during preparation prior to the procedure. The procedure was completed with another similar device. There ws no patient involvement.

Manufacturer narrative:
(B)(4) catheter shaft broken.